Event description:
It was reported customer experienced a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump, after which the cgm error code did not appear again, and the caller successfully started their sensor session.